Event description:
The iab leaked. This was the only info at the time of the report. Event complications: none from the event - reported 3/31/98. Pt's current status: unk - rpt'd 3/31/98. I

Manufacturer narrative:
Eval: the product was not returned or released to datascope for eval. (This follow-up MDR was mailed to the FDA on 9/1/98).